Event description:
Customer reported a battery out limit alarm. The customer stated it may have been due to her putting the battery upside down. The customer also stated the battery out limit alarm occurred after she had received a low battery alert. The customer's blood glucose was 428 mg/dl. Customer stated she had treated with a bolus delivery. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).